Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and sensing. The device was reprogrammed to vvir, disabling atrial therapy. Patient was seen on (B)(6) 2014 and felt fine.